Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit system over temperature .

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, h6(clinical code & impact codes). A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse ran the machine by applying the setting of the battery runtime test to try to reproduce the ¿over temperature¿ issue and the machine doesn¿t show over temperature. All functional and safety checks were performed to meet factory specifications. The machine was returned for use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit system over temperature. No patient harm reported.